Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin irritation at the Pod¿s insertion site after wearing the Pod for an unknown duration. The patient¿s legal guardian reported itching, redness, small bumps, and irritation that persisted after Pod removal. The patient¿s legal guardian contacted the diabetes care team via email, and in December 2025, the physician prescribed Cavilon barrier cream to help prevent irritation associated with the Pod adhesive. Despite using the barrier cream, the irritation persisted. The diabetes care team was contacted again, and the information was forwarded to the physician. Subsequently, in (b)(6)2026, the physician prescribed Eumovate cream and Etimax cream to help manage the symptoms and relieve itchiness. The exact date on which medical attention was sought was not provided. Reportedly, the Pods have since been lasting longer.